Manufacturer narrative:
Correction to d2a: common device name and d2b: classification code. H10: the device was received for evaluation contaminated with blood. The set was disinfected, and a visual inspection was performed. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The set underwent leak testing on the dialysate side and a leak was observed due to a crack in the welding seam. The reported condition was verified. The cause of the condition could not be determined. A 100% control is performed for the tightness of the welding seam. In this leak test, the measured values were within the specification. Also the review of the welding parameters shows that they are within the specification. This is an indication that the failure occurred during or after the sterilization process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during patient infusion, one unit of polyflux 140h apac had an external fluid leakage at the top of the dialyzer. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
E1: initial reporter information: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.